Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during fill three of peritoneal dialysis therapy. The patient reported feeling full/bloated and experiencing abdominal pain along with difficulty breathing. The patient stated that they drained out 1993ml in drain two, and then at the beginning of fill three, they stopped it and went into manual drain. The manual drain resulted in another 2005ml that the patient drained. It was determined that the patient¿s largest prescribed fill volume was 2000ml. The patient ended the therapy for the evening. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.